Manufacturer narrative:
Based on available information, this is deemed a reportable malfunction. It is expected that should an fecal management system device's balloon fail to inflate or stay inflated then the device cannot be kept in place in the rectal ampulla as it would passively slip out of the patient. No additional event/patient details have been provided to date. A return sample for evaluation is not expected. Replacement product was sent to the user facility. (B)(4).

Event description:
Intensive care unit staff nurse attempted to inflate one fms kit when in patient and was able to only inflate small amount into balloon.